Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported that they had instances where the pump would alert with a low battery alert and the pump has died in the middle of the night, which led to lows as the pump would not suspend. Troubleshooting was not completed as the customer declined. The customer also reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.